Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history and a visual inspection of returned photo images were conducted. Per the report, a petite polysulfone vital port was implanted in a pediatric patient and required an extra incision to remove the device from the patient. Based on the photos of the device, it appears that a calcium-like substance is on the od of the catheter. There is no visual evidence of wear or other nonconformities on the catheter. The duration of the implantation was not provided, nor were details of the patient's treatment regimen. The presence of a calcium-like material is a known risk of implantation of catheter material, which is supported by a statement in the IFU. There is no evidence that the device, its material, or components contributed to this complaint. The root cause of the calcification is unknown. Because the device's lot number was not returned, a review of manufacturing records cannot be performed. Previous complaints for catheter calcification requiring surgical intervention were reviewed, and no link between the event and manufacturing or lot nonconformity has been established. We will continue to monitor this device and the appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required.

Event description:
During removal of the portacath on the (B)(6) year old female patient, the port was stuck in the neck of the patient and required an extra incision to remove it. No part of the device remained inside the patient; however, the patient did require exploration of the neck. The initial reporter informed there was an adverse effect to the patient due to this occurrence; however, no details were supplied.